Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), endometritis ('endometritis'), rheumatoid arthritis ('ra diagnosed within a year,rheumatoid arthritis,seronegative rheumatoid arthritis') and psoriatic arthropathy ('psoriatic arthritis') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included osteoarthritis knee, gallstones, acid reflux (oesophageal), heartburn and blood pressure high. Concurrent conditions included sprained ankle and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes,hormone levels were practically zero / mood swing"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea,horrible painful periods"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia,bleeding witg periods"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced depression ("depression/psych injury"). On (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovary"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), menstrual disorder ("horrible menstrual issues"), menopause ("premenopausal"), gastrointestinal disorder ("gi conditions,gastrointestinal"), sleep disorder ("I slept weird") and muscle spasms ("muscle spasm"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (salpingectomy bilateral,hysterectomy full, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, fatigue, alopecia and depression had resolved and the endometritis, psoriatic arthropathy, menstrual disorder, menopause, dysmenorrhoea, abdominal pain, menorrhagia, gastrointestinal disorder, ovarian cyst, vaginal haemorrhage, abdominal distension, mood swings, sleep disorder and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, endometritis, fatigue, gastrointestinal disorder, menopause, menorrhagia, menstrual disorder, mood swings, muscle spasms, ovarian cyst, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, sleep disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: vaginal bleeding, menorrhagia, rheumatoid arthritis, bloating, abdominal pain, dysmenorrhea, mood swing, pelvic pain, depression concerning the injuries reported in this case the following events were reported via social media : psoriatic arthritis. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received: previously added event hormonal level abnormal updated to mood swing. Treatment drug, medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2265) on 30-oct-2015. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and endometritis ('endometritis') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included osteoarthritis knee, gallstones, acid reflux (oesophageal), heartburn and blood pressure high. Concurrent conditions included sprained ankle and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rheumatoid arthritis ("ra diagnosed within a year,rheumatoid arthritis,seronegative rheumatoid arthritis") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes,hormone levels were practically zero / mood swing"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea,horrible painful periods"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia,bleeding witg periods/ massive bleeding with periods"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced depression ("depression/psych injury"). On (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovary"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), psoriatic arthropathy ("psoriatic arthritis"), menstrual disorder ("horrible menstrual issues"), menopause ("premenopausal"), gastrointestinal disorder ("gi conditions,gastrointestinal"), sleep disorder ("I slept weird"), muscle spasms ("muscle spasm") and inflammation ("chronic inflammation"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (salpingectomy bilateral,hysterectomy full, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, fatigue, alopecia and depression had resolved and the endometritis, psoriatic arthropathy, menstrual disorder, menopause, dysmenorrhoea, abdominal pain, menorrhagia, gastrointestinal disorder, ovarian cyst, vaginal haemorrhage, abdominal distension, mood swings, sleep disorder, muscle spasms and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, endometritis, fatigue, gastrointestinal disorder, inflammation, menopause, menorrhagia, menstrual disorder, mood swings, muscle spasms, ovarian cyst, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, sleep disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: vaginal bleeding, menorrhagia, rheumatoid arthritis, bloating, abdominal pain, dysmenorrhea, mood swing, pelvic pain, depression. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received: newly added events- inflammation nos, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-oct-2015. The most recent information was received on 19-sep-2019. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), endometritis ('endometritis') and rheumatoid arthritis ('ra diagnosed within a year,rheumatoid arthritis,seronegative rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's concurrent conditions included sprained ankle and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes,hormone levels were practically zero"). In 2014, the patient experienced depression ("depression/psych injury"). On (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovary"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("horrible menstrual issues"), menopause ("premenopausal"), dysmenorrhoea ("dysmenorrhea,horrible painful periods"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia,bleeding witg periods"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions,gastrointestinal"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal distension ("bloating"), psoriatic arthropathy ("psoriatic arthritis"), sleep disorder ("I slept weird") and muscle spasms ("muscle spasm"). The patient was treated with surgery (salpingectomy bilateral,hysterectomy full, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and rheumatoid arthritis had resolved and the endometritis, menstrual disorder, menopause, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, alopecia, gastrointestinal disorder, ovarian cyst, vaginal haemorrhage, depression, abdominal distension, hormone level abnormal, psoriatic arthropathy, sleep disorder and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, endometritis, fatigue, gastrointestinal disorder, hormone level abnormal, menopause, menorrhagia, menstrual disorder, muscle spasms, ovarian cyst, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, sleep disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : psoriatic arthritis. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : case was updated from other event to incident. Following events were added : dysmenorrhea, pain pelvic, abdominal pain, menorrhagia, fatigue, gi conditions, hair loss, cyst on ovary, plaintiff did not undergo essure confirmation test. On 23-sep-2019: pfs received :fu(5),(6) and(7) processed together. No new significant information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.